Event description:
It was reported that during a prolapse of hemorrhoids procedure, the surgeon had difficulty firing the stapler which caused an incomplete staple formation. The patient was discharged home with no adverse consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the firing trigger shroud detached. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the firing trigger shroud became dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.